Manufacturer narrative:
(B)(6). The device was serviced on-site by a field service technician. Visual inspection, automatic test, service history review and a review of the alarm log were performed. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The f95 alarm was not identified; however, a f94 (configuration option settings checksum is not 0) alarm was identified during power on test and review of the alarm log. The cause of the condition was determined to be a low battery. To correct the condition, the battery was replaced. The device was serviced to meet functional specification. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a flo-gard infusion pump had an f95 alarm (checksum error or alarm log data). There was no patient involvement. No additional information is available.